Manufacturer narrative:
The reported event that a cannulated screw asnis iii ø4.0x70mm tl23.5mm backed out after surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the precise root cause of the complaint event. Loosening of interfragmentary screws resulting in back out is a common problem, especially in osteoporotic bones. Therefore, the most likely cause of the reported event is that the patient had this bone disease, which led to inadequate fixation of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not received.

Event description:
After the installation, the end of the screw has disintegrated. Initial surgery on (B)(6) 2017. Revision surgery on (B)(6) 2017. According to the rep, the end of the screw has backed out, it is unknown at this stage if the screw broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
After the installation, the end of the screw has disintegrated. Initial surgery on (B)(6) 2017. Revision surgery on (B)(6) 2017. According to the rep, the end of the screw has backed out, it is unknown at this stage if the screw broke.